Event description:
It was reported that a pump motor stall occurred with no recovery and was confirmed by the event logs. The logs showed a motor stall had occurred on (B)(6) 2015 with a tube set message on (B)(6) 2015. There were no additional motor stalls in the logs. The patient did not have magnetic resonance imaging (MRI) and there was no known cause for the motor stall. The patient first heard the alarm on (B)(6) 2015 going off every 30 minutes. Pump replacement was already being planned as the pump elective replacement indicator (eri) was 4 months; however, due to the motor stall the replacement date would likely be moved up. The patient was referred to a physician for the potential pump replacement. No patient symptoms were reported. Patient outcome was unavailable at the time of the report. The device system delivered clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1 lot# n175391, implanted: 2009-(B)(6), product type: accessory. Product ID: 8711 lot# j11492r29, implanted: 2003-(B)(6), product type: catheter. Product ID: 8711 lot# j11458r65, implanted: 2003-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information received reported the cause of the motor stall was unknown. The device manufacturer representative had tried rebooting the device with no success. The patient had not recovered, the symptoms/issue were ongoing. A pump replacement was still planned. If additional information is received, a follow-up report will be sent.